Event description:
Cautery being used during colonoscopy to remove polyps. First polyp removed w/o incident; when md stepped on pedal to activate cautery for 2nd removal, pt c/o pain in rlq abdomen. Reattempted, pt again c/o pain when cautery pedal activated. Procedure stopped; unit sent to biomed. Unit tested at clinical user settings; could not duplicate problem.